Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of repeated use and the device was found to be fractured. The analysis identified the fracture was consistent with the device fractures analyzed, which indicates overload failure or low cycle fatigue culminating in the overload failure. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device fractured. Attempts to obtain additional information have been made; however, no more is available.